Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a power limit advisory alarm. The pump vent filters were analyzed and found to contain significant amounts of titanium indicating the pump was approaching end of life. The pt is currently hosp, stable and is being evaluated for a potential device exchange.

Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time.